Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a malfunction of "occlusion" was not confirmed during product evaluation. The quality engineer later assigned the broken door to be the determined problem. This condition was confirmed and caused by the door being broken in the latch area. The pump head door and required parts were replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per doc. 20j retention period.

Event description:
The facility representative reported a flo-gard infusion pump with an occlusion. It is unknown when this event occurred but was reported to have occurred in the general patient ward. This condition has the potential to be a false alarm. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.